Event description:
It was reported when the patient went to get their stitches a rash was noticed. It was stated the rash stayed relatively small but then it got bigger and was on both butt cheeks and going down more of the left thigh. It was noted they had done biopsies, used creams and taken antibiotics and a viral pill and nothing was ¿budging or clearing it up.¿ reportedly, the patient had seen two dermatologists, a primary care physician and infectious disease and no one knew what it was. It was stated the rash occurred following their implant and they had the rash two years since the implant and it was along a thin line but at the time of report it was spreading.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3 093-28 lot# v423799, implanted: 2010 (B)(6); product type lead. (B)(4).